Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Moisture was noted within the advanced breathing system. The unit was cleaned and returned to service.

Event description:
The hospital reported that the unit was alarming for a ventilator failure. There was no report of patient involvement.